Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse adjusted and reseated sensor. Fse then replaced the sp cannula arm detector (scad) and cannula arm lock for prevention. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 25748 occurred repeatedly while the user was docking the patient side cart (psc). The error could not be recovered by 'recover fault' button. Tse had the customer perform the hard power cycle of the system, but the issue persisted. There was no report of patient injury.